Event description:
Clinical rationale: a 77 year old male in pre support clinical state consistent with scai cardiogenic shock stage d underwent impella 5.5 implantation for off pump coronary artery bypass support. The day after insertion, the patient developed worsening renal function with anuria. Given baseline chronic renal impairment (egfr ~30, cre 1.5), the treating physician attributed the acute deterioration to intraoperative hypotension associated with suction events during rotation and intraoperative bleeding. The patient required two days of chdf (continuous hemodiafiltration). The renal deterioration was considered secondary to intraoperative hypotension in the setting of pre existing renal dysfunction and scai stage d shock rather than device malfunction. The aic shutdown anomaly was resolved with forced power off and did not impact patient outcome or pump performance. The patient remains on support.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
B5 and d6b updated. The investigation is still ongoing.

Event description:
The patient's renal function subsequently returned to its original level, and spontaneous urination resumed, allowing him to discontinue dialysis. Impella was successfully removed on february 10th.

Manufacturer narrative:
H6: investigation: type, findings, conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. Renal failure/hypotension/major bleed/ppae: the cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
D4. Serial and primary UDI number corrected.